Event description:
The user stated an issue with intermittent erroneous results has been occurring for several days on different assays. The total number of pt samples involved was not provided. The user did provide results for two samples, of which one was found to be discrepant. The initial bicarbonate result was 46 mmol per l, repeat result was 24 mmol per l. The erroneous result was not reported. There was no adverse affect on the pt treatment or condition.

Manufacturer narrative:
The field service representative determined one of the high concentration waste lines going back to the vacuum bottle was occluded. He cleaned out the waste lines and both vacuum bottles. To verify the analyzer performance, he performed controls which were within specifications.